Manufacturer narrative:
Analysis of the pump and catheter found that there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, ind icated for non-malignant pain. It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2017 due to the pump coming through the skin. No further complications were reported/anticipated as a result of the event.